Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the time of intestinal tract resection on an ileum stoma closure, the reload was set on target position by closing the jaws to try side to side anastomosis but the green button did not illuminate. The handle, shell and adapter were reconnected but the green button did not illuminate and the firing could not be performed. The jaws were opened, detached and attached the adapter and checked the jaws opening and closing again then set the device on tissue but the green button did not illuminate. The reload was changed but the green button did not illuminate when the jaws were closed. The handle and shell were replaced with new ones and was able to be used without any problem. There was no patient injury.